Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was put on hospice and support was withdrawn. The patient passed away on (B)(6) 2021. Cause leading to hospice was not provided. The death was not considered to be device related. The device operated as expected. The pump was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. The patient expired on (B)(6) 2021 after the patient was on hospice and support was withdrawn. It was reported that heartmate ii lvas, serial number (B)(6), was not explanted for evaluation. The device operated as expected, and the patient outcome was not considered to be device related. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate ii lvas, including death. No further information was provided. The manufacturer is closing the file on this event.